Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose. The customer's blood glucose was 486 mg/dl and then 342 mg/dl, 300.6 mg/dl. The customer treated high blood glucose with manual injection. It was reported that they had to change the infusion set and reservoir. The insulin pump will not be returned for analysis.